Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen appeared "zoomed in" and the 1, 2, 3 buttons were not visible. Customer's blood glucose was 85 mg/dl. Reportedly, the issue was resolved prior to contacting tandem technical support, and customer continued to use the pump for insulin therapy.